Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on (B)(6) 2012 for the treatment of severe persistent asthma. This complaint is being reported based on hospitalization of the patient for cough and yellowish sputum production post bt procedure. On (B)(6) 2012, the patient underwent her first bronchial thermoplasty treatment to the right lower lobe. The procedure was completed successfully with no issues noted. The patient was admitted overnight for observation and discharged the next day. On (B)(6) 2012, the patient developed a cough, yellowish sputum, and dyspnea. The patient felt a stinging sensation when she took a deep breath. The patient was admitted into the hospital on (B)(6) 2012 for observation due to this event. The patient complained of dyspnea, cough, and minimal whitish sputum. The patient was diagnosed with a post-bt mucus plug. Otherwise, the patient was stable. A chest x-ray was normal and showed no evidence of pneumonia. Antibiotics were administered prophylactically. The patient received intravenous rocephine and azithromycin. On (B)(6) 2012, the patient was discharged. The patient was prescribed oral zinnat 500 mg bd for a week and taught to use an acapella valve. The complainant reported that they are "trying to optimize her lungs so she can undergo the second procedure next week." The patient was noted to be stable. **additional information received since (B)(6) 2012.** following the first procedure, the patient stated "I can feel the difference when compared to before the procedure. That is, there is no term or feel like an elephant sitting on my chest. It is only a mild asthma attack, but it could interfere me."

Manufacturer narrative:
Patient (B)(4) - no code available: patient hospitalization for observation due to sputum production. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental report will be filed.

Manufacturer narrative:
Additional information received since (B)(6) 2012. MFR name: boston scientific corporation (B)(4). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) found no discrepancies, deviations, or anomalies. A search of the complaint history found no other similar complaints for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Cough, productive cough, discolored sputum, and dyspnea are listed in the dfu as potential adverse events that may occur. The most probable root cause classification is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on (B)(6) 2012 for the treatment of severe persistent asthma. This complaint is being reported based on hospitalization of the patient for cough and yellowish sputum production post bt procedure. On (B)(6) 2012, the patient underwent her first bronchial thermoplasty treatment to the right lower lobe. The procedure was completed successfully with no issues noted. The patient was admitted overnight for observation and discharged the next day. On (B)(6) 2012, the patient developed a cough, yellowish sputum, and dyspnea. The patient felt a stinging sensation when she took a deep breath. The patient was admitted into the hospital on (B)(6) 2012 for observation due to this event. The patient complained of dyspnea, cough, and minimal whitish sputum. The patient was diagnosed with a post-bt mucus plug. Otherwise, the patient was stable. A chest x-ray was normal and showed no evidence of pneumonia. Antibiotics were administered prophylactically. The patient received intravenous rocephine and azithromycin. On (B)(6) 2012, the patient was discharged. The patient was prescribed oral zinnat 500 mg bd for a week and taught to use an acapella valve. The complainant reported that they are "trying to optimize her lungs, so she can undergo the second procedure next week." The patient was noted to be stable.